Event description:
It was reported that the device would not deliver defibrillation energy. There was no report of pt involvement with incident.

Manufacturer narrative:
Physio-control evaluated the device and verified it's failure to deliver energy. Physio replaced the biphasic module and therapy pcb assemblies to observe proper device operation through functional and performance testing. The device was returned to the customer for use.